Event description:
Pt was feeling weak, dizzy and had a headache. Pt went to the local emergency room and had a lab test the blood glucose. The lab result was 383mg/dl. Pt then performed a finger stick on the suspect device fifteen minutes later and obtained a reading of lo. The hospital gave pt an IV, insulin and a meal.